Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Surgery was completed with company lens with same model and different diopter.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, scratch on the optic was noticed. Subsequently the lens was removed during initial procedure and completed with another lens.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned positioned incorrectly in lens case. Solution is dried on both surfaces of the optic and haptics. Both haptics are bent deformed. The optic is scratched/marked-rejectable with loose fibers and particulate. We are unable to determine the root cause for the reported complaint "optic scratch". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all intraocular lenses (iols) are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).